Event description:
It was reported that a patient¿s caregiver stated that while filling a cartridge, the bottom plunger fell out. The caregiver was informed that this can occur when a cartridge is overfilled and was advised that the ilet cartridge can hold a maximum of 180 units of insulin. The caregiver acknowledged this and noted they had not realized the cartridge did not have a bottom. The patient was running low on cartridges, with only three remaining, and a replacement order was placed for expedited delivery. Blood glucose was not impacted. The caregiver did not have the lot number available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.